Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, ruptured an acom (anterior communicating artery) aneurysm with a max diameter of 6 mm and a 2.5 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that there was resistance while pushing the coil inside the micro catheter hub and it get stuck at the proximal section of the catheter. When the coil was removed, it got stretched. The implant coil was pushed smoothly out from the introducer sheath. No damage was observed to either the catheter or the coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received reporting that the procedure was completed well. The proximal section of the catheter is where the resistance occurred. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter involved was a medtronic echelon 10 microcatheter. There was no issues that resulted in the damaged that was found. The information has been confirmed/ provided by the physician.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within two shipping boxes, within an opened axium prime outer carton, within a dispenser coil and within an introducer sheath. The echelon -10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher actuator interface was found fully retracted out of the coupler tube (twr crimp break). This is indicative of a detachment attempt using an instant detacher. No damage was found with the remaining pusher. The coin was already retracted out of the lumen stop. The shield coil was found stretched. The implant coil was already detached and not returned for analysis. Testing/analysis: the axium prime device could not be used for resistance testing as it was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ could not be confirmed. Possible causes for coil resistance at catheter hub include, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible micro catheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). The customer report of ¿coil stretched¿ could not be confirmed but could not be ruled out. The implant coil was not returned; however, the shield coil was found stretched. It is possible coil stretching occurred during the attempt to push the coil into the micro catheter hub against the reported resistance. Other possible causes of coil stretching include, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, coil not retracted in a one-to-one motion with the implant pusher during repositioning or pushwire rotation. The actuator interface was found retracted out of the coupler tube, the coin was retracted out of the lumen stop, detaching the implant as expected by the detachment subassemblies. Customer did not report any detachment attempts. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.